Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to the bipolar component of an all-poly constrained insert dissociating from the outer poly. A competitor shell and the all-poly liner were revised to a stryker shell and screws, and an mdm liner construct.

Manufacturer narrative:
Correction: d4, h4. Reported event: an event regarding an disassociation off label involving an unknown liner was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. It was reported that patient's left hip was revised due to the bipolar component of an all-poly constrained insert dissociating from the outer poly. A competitor shell and the all poly liner were revised . As per IFU for hip system devices: "do not substitute another manufacturer¿s device for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.